Event description:
Reportedly recipient fell and hit his head on (B)(6) 2019 and since that time has not been able to hear with the right side device. Recipient was re-implanted on (B)(6) 2019. This report refers to 9710014-2019-00615. For further information please refer to this report.